Event description:
The bag did not remain closed after pulling of string. Gallbladder fell out of bag when trying to remove bag. Removed broken bag and used endocatch to finish surgery.

Manufacturer narrative:
The product was not returned to anchor products so an analysis was not possible.